Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the tines were intact. Electrical testing did not find any indication of conductor fractures or electrical shorts. Visual and x-ray analysis did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During implant, the physician was unable to fix the right ventricular lead onto the patient. The physician tried several times but failed. The lead was replaced. The patient was stable.